Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflammation nos/ inflammation/ pain with inflammation of pelvic area/ pain from inflammation") and pelvic pain ("severe and persistent pelvic pain / pain") in a (B)(6) year-old female patient who had essure (batch no. 876528-invalid, b76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (birth dates: (B)(6) 1998, (B)(6) 2002, (B)(6) 2006 and (B)(6) 2011), blood pressure high, parity, vaginal bleeding and ovarian cystectomy. (B)(6) or (B)(6) 2014: dye test : result was everything was ok. On (B)(6) 2014-: fluro hysterosalpingogram with injection: the scout film shows right and left essure limbs in the pelvis. On unknown date plaintiff underwent essure confirmation test. Previously administered products included for birth control: depo provera; for an unreported indication: ibuprofen. Concomitant products included hydrocodone and naproxen for pain as well as medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), urinary tract infection ("urinary tract infections / urinary tract infection"), nausea ("nausea") and fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced micturition urgency ("I have a lot of urge to go but only little bit comes out/ bladder or urinary problem or changes. I have alot of urge to go, but only a bit cmes out, and it is painful to void") and dysuria ("it is painful to void"). In (B)(6) 2016, the patient experienced constipation ("constipation / constipation/ gastro-intestinal or digestive system condition- type- constipation"). In (B)(6) 2016, the patient experienced tooth fracture ("my two front teeth broke/ dental problems"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating/ abdominal pain with bloating"). In (B)(6) 2017, the patient experienced rash ("rashes on my legs and on my stomach"), eye pruritus ("my left eye itches pretty bad") and vision blurred ("my vision is very cloudy"). On an unknown date, the patient experienced pain in extremity ("right leg pain") and ovarian cyst ("ovarian cyst"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, dyspareunia, headache, urinary tract infection, pain in extremity, constipation, nausea and fatigue had not resolved and the ovarian cyst, micturition urgency, dysuria, tooth fracture, dysmenorrhoea, rash, eye pruritus, vision blurred and abdominal distension outcome was unknown. The reporter considered abdominal distension, constipation, dysmenorrhoea, dyspareunia, dysuria, eye pruritus, fatigue, headache, micturition urgency, nausea, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, tooth fracture, urinary tract infection and vision blurred to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure caused or aggravated any psychiatric and/or psychological conditions . She was not advised any complications or problems that occurred at the time of your essure placement procedure. She did not sought medical treatment for constipation. The device was in good position with 2 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: plaintiff fact sheet and medical records received. Reporter information updated. Other relevant history and lab data updated. New lot number updated. Event inflammation was updated with pain with inflammation of pelvic area. Case become incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflammation nos/ inflammation/ pain with inflammation of pelvic area/ pain from inflammation") and pelvic pain ("severe and persistent pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. 876528-invalid, b76528-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (birth dates: (B)(6) 1998, (B)(6)2002, (B)(6) 2006 and (B)(6) 2011), blood pressure high, vaginal bleeding and ovarian cystectomy. Previously administered products included for birth control: depo provera; for an unreported indication: ibuprofen. Concomitant products included hydrocodone and naproxen for pain as well as medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), urinary tract infection ("urinary tract infections / urinary tract infection"), nausea ("nausea") and fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced micturition urgency ("I have a lot of urge to go but only little bit comes out/ bladder or urinary problem or changes. I have alot of urge to go, but only a bit cmes out, and it is painful to void") and dysuria ("it is painful to void"). In (B)(6) 2016, the patient experienced constipation ("constipation / constipation/ gastro-intestinal or digestive system condition- type- constipation"). In (B)(6) 2016, the patient experienced tooth fracture ("my two front teeth broke/ dental problems"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating/ abdominal pain with bloating") and abdominal pain ("abdominal pain with bloating"). In (B)(6) 2017, the patient experienced rash ("rashes on my legs and on my stomach"), eye pruritus ("my left eye itches pretty bad") and vision blurred ("my vision is very cloudy"). On an unknown date, the patient experienced pain in extremity ("right leg pain") and ovarian cyst ("ovarian cyst"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, dyspareunia, headache, urinary tract infection, pain in extremity, constipation, nausea and fatigue had not resolved and the ovarian cyst, micturition urgency, dysuria, tooth fracture, dysmenorrhoea, rash, eye pruritus, vision blurred, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, constipation, dysmenorrhoea, dyspareunia, dysuria, eye pruritus, fatigue, headache, micturition urgency, nausea, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, tooth fracture, urinary tract infection and vision blurred to be related to essure. The reporter commented: she did not claim allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure caused or aggravated any psychiatric and/or psychological conditions . She was not advised any complications or problems that occurred at the time of your essure placement procedure. She did not sought medical treatment for constipation. The device was in good position with 2 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Right and left essure limbs in the pelvis. Investigation - in 2014: (B)(6) or (B)(6) 2014 : dye test : result was everything was ok. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic inflammatory disease. Manufacture date:2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc(product technical complaints). After internal review, the event "abdominal pain with bloating" was splited in abdominal distension (already present) and abdominal pain (new event). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.